Event description:
The facility representative contacted a baxter (B)(4) to report a colleague infusion pump with an error 815; this condition had the potential to interrupt delivery. It is unknown when this event occurred. The facility representative stated that there was no patient involved; there were no reports of patient injury or medical intervention or adverse reaction in association with this event. No additional information is available. The software version is currently unknown at this time.

Manufacturer narrative:
(B)(4). A 510k number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510k number. However, it is being reported because it is same as or similar to product distributed within the u.s. The device was returned to baxter (B)(4) and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with failure code 815 was confirmed by service. This condition was caused by a defective pump head module (phm). The phm was replaced to fix the reported problem. This involved a remediated colleague 2006 infusion pump with user interface module master software version 5.09.90. A service history review revealed no previous service events were related to the reported condition.